Event description:
Unit primary set for 20 cc kvo, 950 cc vtbi at 125 cc/hour, secondary set for 95cc vtbi at 125cc/hour. Staff hung a 100 cc bag of meds that pumped completely in less than 15 minutes. Attempts were made to obtain extra information regarding patient status, medical intervention, patient injury, age of patient, and the medication involved, but no additional details are known.